Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have high impedance.

Event description:
It was reported that the device triggered elective replacement indicator (eri) earlier than expected. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.